Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the effect of endoanchors on aneurysm sac regression for patients treated with infrarenal endovascular repair with hostile neck anatomies: a propensity scored analysis¿ journal of endovascular therapy 2024, vol. 31(3) 438¿449 https://doi.org/10.1177/15266028221127839. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ the effect of endoanchors on aneurysm sac regression for patients treated with infrarenal endova scular repair with hostile neck anatomies: a propensity scored analysis¿. This is an observational retrospective study using prospectively collected data over a nine year period. The patients in the study were treated with standard evar or an esar (endosutured aneurysm repair) procedure. All patients had at least one hostile neck anatomical characteristic. Endurant stent grafts and non-mdt stent grafts were implanted in both the evar and esar groups while endoanchors were implanted in the asar group as well. Data from 192 patients were included in the analysis. Among the patient populations that underwent a evar the following malfunctions occurred: type ia endoleak, type ib, type iii, type IV endoleaks. Among the patient populations that underwent a esar the following malfunction occurred, ia endoleak. Aneurysm enlargement was also noted in both groups. There were 24 deaths for the whole series, 16 (16.7%) and 8 (8.3%) for the evar and esar group, respectively. None of the deaths in the current series were aneurysm related. In conclusion, the study noted the use of endoanchors aids and improves evar treatment in hostile neck anatomies by an increased rate of sac regression when compared to evar treatment alone in up to 5 year analysis. No further information was provided pertaining to medtronic products.